Manufacturer narrative:
Patient 1: female, (B)(6). Patient 2: female, (B)(6).

Event description:
The field service engineer (fse) assessed the unit at the facility.

Event description:
The customer reported obtaining low total protein (tp) results of < 3.0 g/dl for an entire run. Auto repeat of the samples generated normal results. Three of the results were reported out of the laboratory but were corrected the same day. No injury was reported in connection with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The fse found liquid in inner casing of r2 syringe. The fse replaced the sample, r1, and r2 syringes. All calibrations passed and quality control performance were within acceptable limits. No further issues were reported by the customer.